Event description:
At the completion of a cataract extraction procedure the surgeon reported observing a wound burn at the incision site. The patient required three sutures to close the wound and is expected to recover.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.